Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed in ada site 2 of the patient's mouth, an infection was observed. A bone graft was not performed. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that two months after the dental implant was placed in ada site 2 of the patient's mouth, an infection was observed. A bone graft was not performed. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient. (B)(4).